Event description:
It was reported that the lead had increasing, high impedance. Follow-up to request additional information is in progress. The lead remains in use and no patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had increasing, high impedance. Follow-up to request additional information is in progress. The lead remains in use and no patient complications have been reported as a result of this event. Follow-up attempts were not successful.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.